Event description:
It was reported by an attorney that the patient underwent recurrent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2014. It was reported that the patient experienced chronic pain, inflammation, swelling, bowel obstruction and gastrointestinal malfunction. The patient had a previous mesh implanted on (B)(6) 2007 and mesh implanted on (B)(6) 2009 which is captured in separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 6/1/2022. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.